Event description:
It was reported that: "when the user was advancing a swan-ganz catheter into the cath-gard, the balloon got detached from the catheter. Therefore, the cath-gard was replaced with a new one from another kit to complete the procedure. No injury to the patient occurred."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The report that the cath-gard damaged the inserted catheter was confirmed through complaint investigation of the returned sample. The customer returned one cath-gard, one 8fr swan-ganz catheter, and a lidstock for analysis. Visual and functional analysis revealed that the cath-gard distal hub meets resistance when passing over an 8fr lab inventory swan-ganz catheter. In addition to this, functional testing with a lab inventory 7.5fr swan ganz also revealed slippage on both hubs. A device history record review was performed, and a finding relevant to this investigation was identified. Based on the investigation, the root cause of this issue is supplier related. A CAPA has been initiated under teleflex quality systems to address this issue. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that: "when the user was advancing a swan-ganz catheter into the cath-gard, the balloon got detached from the catheter. Therefore, the cath-gard was replaced with a new one from another kit to complete the procedure. No injury to the patient occurred."